Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 228 (mg/dl). The customer stated they would use the pump to address their bg. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.